Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix e/x (device #1) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. The patient's attorney alleges injuries and revision surgery; however, no details have been provided. Recurrence and adhesions is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix e/x (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol ventralight st. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014- patient underwent surgery for repair of an incisional hernia. A bard composix, e/x (device #1) was implanted to repair the hernia defect. On (B)(6) 2014- patient underwent an additional surgery for repair of a recurrent incisional hernia. Upon entering the abdomen, the surgeon noted that previous mesh (composix e/x) had pulled away from the right side of the abdominal wall, forming a small hernia defect. The right side of the mesh was sutured in an effort to secure the mesh. The surgeon dissected down to the fascial defect and closed the defect with sutures. A non-bard prolene hernia system, ¿was then sutured to the closed fascia over the top of it¿. On (B)(6) 2017- patient underwent revision of the non-bard ethicon prolene hernia system. Upon entering the patient's abd, the surgeon noted that there were a large amount of adhesions of the small bowel and large bowel to the mesh. Careful painstaking dissection and lysis of adhesions were performed robotically. A portion of the mesh had to be left behind on the abd wall. A bard ventralight st, was "centralized over the defect in order to cover both the old mesh¿ as well as the repair the surgeon had performed for primary closure. The patient suffered permanent injuries and significant pain and suffering, emotional distress and diminished quality of life. The plaintiff has suffered and will continue to suffer physical pain and suffering, as well as mental anguish and emotional distress. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability and impairment. The mesh products were defective. The complaint is against the bard/davol composix e/x (device #1)